Manufacturer narrative:
(B)(4). Follow-up information was received from the home patient's registered nurse stating the home patient used approximately 100cc's of the cloudy solution with specks of white floating in it. The suspect product involved in this incident is a drug not a device.

Event description:
Baxter's homecare services (hcsr) received notification of patient peritonitis from a registered nurse (rn). The patient had brought in a bag of solution that was cloudy and had specks of white floating inside of the bag (addressed in a separate investigation). The rn was unsure if the patient used any of the solution or whether the solution caused the peritonitis. No further information was provided at the time of the initial call. Follow-up with the home patient's rn was performed on (B)(6) 2012. The rn stated that the home patient was treated with fortaz 1g daily for 21 day and vancomycin (loading dose of 2g followed by 1g weekly for 2 weeks). The client was not hospitalized for the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.this is report 1 of 2 involved in this peritonitis event.